Event description:
It was reported that a patient had some bleeding during a breast augmentation prior to applying siteguard. After siteguard was used, the patient continued to bleed for 45 minutes to an hour. The surgeon applied pressure and suctioned the area. The surgeon placed drains at the end of the procedure. There was no indication of any long-term issue with the patient.

Manufacturer narrative:
As part of CAPA 0032, a retrospective review was conducted to analyze the failure to submit this MDR within the required 30-day timeframe. The review identified inadequacies in the complaint handling procedure, including the absence of standardized definitions for reportable events aligned with FDA regulations. This lack of harmonization significantly contributed to the misidentification of this complaint as a reportable MDR. Additionally, the complaint handling unit did not have a structured workflow to guide decision-making when initial information was insufficient, further impacting timely and accurate reporting.